Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery was depleted and overdischarged since it had not been charged in nine weeks. The manufacturing representative sat with the patient in the clinic and tried to reboot the system. After an hour with no success, the patient was sent home to continue to try to reboot the system. The patient later contacted the hospital and the manufacturing representative indicating that it was not working. This was the first time the ins had depleted. The patient had a family illness and they forgot their recharger when they traveled away. The ins was not able to be rebooted and was going to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.